Event description:
On (B)(6) 2014, a 19 mm trifecta valve was implanted. During a routine follow-up on (B)(6) 2018, increased gradient was confirmed on echocardiogram and a re-do avr was scheduled. On (B)(6) 2018, the valve was explanted due to leaflet calcification and replaced with a 16 mm ats century medical valve. The patient is reported to be stable.

Manufacturer narrative:
An event of increased gradient was reported 4 years following surgery, and the calcification reported following explant was confirmed. The reported leaflet calcification was confirmed. Prior to its arrival at abbott the valve had been resected to remove cuspal tissue, the stent was markedly distorted and the sewing cuff had been removed. The detached cuspal tissue contained calcifications. There was circumferential fibrous pannus ingrowth on the inflow surface of the valve. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leaflet calcification remains unknown.